Manufacturer narrative:
The microsensor was returned for evaluation: failure analysis: the issue of the complaint was not confirmed. No visible damage to the millar sensor, catheter material, or connector. The icp express reading passed with 524. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to excessive pressure applied to product.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during the pre-testing before being implanted into the patient, the microsensor could not be detected by the icp monitor. Then the physician changed with another of the same microsensor which could be detected normally. No patient injury reported and the event did not led to surgical delay.